Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. Light scratches are observed on one half of the optic. A small crack and scratch is observed near the edge of the optic where it is cut. Power and resolution inspection could not be conducted due to extensive damage. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The reported scratch damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an iol implant procedure, the lens was found out to be scratched at the anterior surface. The patient experience glare and blurred vision, therefore the lens was explanted in a secondary procedure. Additional information has been requested.